Manufacturer narrative:
The investigation was completed on 30-sep-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31314556l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. During an internal review on 11-oct-2024, noted a correction to the 3500a initial under the ¿d4. Primary UDI number¿. It should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a thermocool smarttouch sf catheter and the catheter was looped at the proximal part in the aorta and impossible to remove. The surgery was delayed 60 minutes. The procedure was completed successfully. No patient consequence was reported. Additional information was received. It was looped at the proximal part. The knob / piston was unable to be turned and / or pushed up and down. There was difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. No sheath was used. There was no detachment of any component. The loop/tip became unknotted. The patient was in the room at the time of the delay. In the physician¿s opinion, the delay did not contribute to a death nor a serious injury to the patient. No intervention required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-aug-2024. The catheter was removed by being cut and a long desilet was inserted. The patient did not require any surgical intervention to remove the catheter. The patient did not suffer any injury to the aorta. No patient consequence as a result of the catheter looped in the aorta. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).